Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that an indigo system catd aspiration catheter (catd) was fractured at the hub upon removal from the packaging. The damage to the catd was found prior to use, and therefore the catd was not used in the procedure. The procedure was completed using a new catd.

Manufacturer narrative:
Results: the catd was fractured approximately 1.0 cm from the hub. The distal tip of the catd was deformed. Conclusions: evaluation of the returned catd revealed a fracture just distal to the ID band on the catheter¿s proximal end. This fracture was likely a result of mishandling during removal from the packaging tray. Further evaluation revealed the distal end of the catd was deformed. This damage was likely incidental and likely occurred during packaging for transit to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.